Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 1. 81 mg/dl (mobile system) and 183 mg/dl (compact plus system) 2. 65 mg/dl (mobile system) and 125 mg/dl (compact plus system) sets of readings were taken on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system.